Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and cannot close. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed and could not be closed. A field service engineer found that drawer 3-1 was unable to close due to the hard stop having fallen off, the engineer reattached the hard stop by screwing it back onto the drawer. After the repair, all pockets were functional, and all diagnostic tests passed. A proactive inspection was also performed. The system functioned as intended after the field service engineer repaired the device.